Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-39826 is a concomitant. Please refer to manufacturer report number 2016493-2024-39707, which captured the correct suspect device per investigation report.

Event description:
It was reported that there was "possible heparin error" between (B)(6) 2024 1600 and (B)(6) 2024 0730. Further information was provided by the customer which states: it was reported heparin (50 unit/ml/550ml) drip started at 1650, per physician order. Dose programmed at 18 unit/kg/hr, (rate of 22.7ml/hr). At 1857 during shift change the medication administration record (mar) along with two (2) clinicians verified the currently running dose was 24.8 mg/kg/hr, (rate of 31.2 ml/hr). It was alleged however, there was not a recent prothrombin time (ptt) lab drawn to warrant a heparin rate increase. At 2352 two (2) clinicians documented handoff in the mar the heparin dose was infusing at 18u/kg/hr for (rate of 22.7 ml/hr), which is consistent with the original start dose/rate. The following day at 0105, clinician received a new ptt result of 144 seconds, requiring a reduced rate of 3 unit/kg/hr per hospital protocol. Dose rate change documented in mar was 15unit/kg/hr (rate of 18.9ml/hr). All subsequent ptt and documentation was within the appropriate parameters. No patient harm was reported, per customer "interventions did not change during event. Patient was at therapeutic level and did not need further heparin, was transitioned to eliquis" the customer has the following investigation request- was the pump rate changed at 1857 to 24.8 mg/kg/hr, (rate of 31.2 ml/hr) or did the rate stay the same as ordered at 18unit/kg/hr until the resulted ptt on 0105?

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was "possible heparin error" between 26sep2024 1600 and 27sep2024 0730. Further information was provided by the customer which states: it was reported heparin (50 unit/ml/550ml) drip started at 1650, per physician order. Dose programmed at 18 unit/kg/hr, (rate of 22.7ml/hr). At 1857 during shift change the medication administration record (mar) along with two (2) clinicians verified the currently running dose was 24.8 mg/kg/hr, (rate of 31.2 ml/hr). It was alleged however, there was not a recent prothrombin time (ptt) lab drawn to warrant a heparin rate increase. At 2352 two (2) clinicians documented handoff in the mar the heparin dose was infusing at 18u/kg/hr for (rate of 22.7 ml/hr), which is consistent with the original start dose/rate. The following day at 0105, clinician received a new ptt result of 144 seconds, requiring a reduced rate of 3 unit/kg/hr per hospital protocol. Dose rate change documented in mar was 15unit/kg/hr (rate of 18.9ml/hr). All subsequent ptt and documentation was within the appropriate parameters. No patient harm was reported, per customer "interventions did not change during event. Patient was at therapeutic level and did not need further heparin, was transitioned to eliquis". The customer has the following investigation request- was the pump rate changed at 1857 to 24.8 mg/kg/hr, (rate of 31.2 ml/hr) or did the rate stay the same as ordered at 18unit/kg/hr until the resulted ptt on 0105?